Manufacturer narrative:
The date of event was documented as unknown in the initial report. It has been updated as (B)(6) 2016. During subsequent follow-up with the customer, additional information was received. It was reported that the event occurred during an unspecified surgical procedure. It was reported that the small battery drive device had a "battery contact issue". It was reported that there was a 15 minute delay in the surgical procedure and a spare device was available for use. If additional information should become available, a supplemental medwatch wil be submitted accordingly.

Manufacturer narrative:
Upon further review of the complaint, it was determined that the date of event was incorrectly documented. The date of event has been updated from (B)(6) 2016 to (B)(6) 2016. The actual device was returned for evaluation. Reliability engineering evaluated the device and the device passed all tests and functioned properly. The reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the coupling head was worn. The assignable root cause was determined to be due to component wear from normal use over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the top trigger was not responding on the small battery drive device. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.